Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to a sticky pump.

Manufacturer narrative:
H3 device evaluation: the ams 700 momentary squeeze (ms) pump was visually inspected and functionally tested; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test. The pump therefore required more than 8lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis confirmed pump malfunction.

Event description:
It was reported that the patient had the inflatable penile prosthesis revision due to a sticky pump.